Manufacturer narrative:
No malfunction suspected. The end user was not exercising caution by operating the power wheelchair on the dirt/gravel shoulder of the roadway. The (B)(6) police department accident report photos show the end user was operating the power wheelchair along the shoulder of the roadway and was struck by a motor vehicle. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic."

Event description:
A newspaper article reported the end user was allegedly struck by a motor vehicle and died from their injuries.